Manufacturer narrative:
It was reported that after the deployment of the stent, the proximal side of the stent was not expanded. However, while moving the scope, it could be expanded to 80%. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the root cause because the suspected device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the description, which was written that "after the deployment of the stent, the proximal side of the stent was not expanded. However, while moving the scope, it could be expanded to 80%", it is assumed that stent was expanding slowly due to the patient lesion's pressure and curve. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
After the deployment of the stent, the proximal side of the stent was not expanded. While moving the scope (with the delivery system still in the bile duct), it could be expanded to 80%, therefore, the procedure was finished, and it will be monitored. There were no patient complications as a result of this event.